Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Failure analysis of the returned device revealed that the back of the controller pocket of the waist pack was torn. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to wear and/or improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack was torn. The waist pack was removed from service. No patient complications have been reported as a result of this event.